Manufacturer narrative:
The investigation of automated impella controller aic- red alarm has been completed. After reviewing the logs, the reported battery failure was confirmed. There was a single instance of the reported battery failure alarm. The batttest utility was ran to check the health of the batteries but there were no issues found. The root cause of aic - controller failure was determined to be a corrupted firmware on the epm of the impellatronic. The root cause of battery failure issue is likely that the user failed to engage the battery transport switch prior to booting up the console. The following have been reported incorrectly or missing from manufacturer device report.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported that during inspection a red battery failure alarm occurred on the automated impella controller (aic) regardless of whether the battery button was on or off. No patient harm has been reported.